Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a pod8. During the procedure, the physician experienced resistance, and the pod8 would not advance through the lantern delivery microcatheter (lantern); therefore, the pod8 was removed. The procedure was completed using another pod8 and the same lantern. There was no report of an adverse effect to the patient.